Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 had failed and required maintenance. The user rebooted the station and opened the back or top of tower door however issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 failed. A field service engineer replaced the latch, but the initial replacement performed worse than the original. Replaced the latch again, and the door functioned properly. Additionally, replaced the latch on door 4, which had been installed incorrectly with a short wire harness. The system functioned as intended after the field service engineer repaired the device.